Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable metal pin was loose and was not charging pump battery and cable was replaced. There was no reported impact to customer's blood glucose.